Event description:
Home patient called the baxter service center to report a systerm error 2367 alarm that occurred during automated peritoneal dialysis treatment. The patient reported that the patient line of the homechoice cassette became disconnected from the transfer set, causing the alarm. The patient discontinued treatment at that time and reset with new supplies to complete therapy. Per the home patient, no patient injury or medical intervention was associated with this incident.